Event description:
Customer called to report that the unicel dxc 800 synchron system generated suppressed carbon dioxide (co2) results and failed calibration. Upon inspecting the ion selective electrode (ise), customer noticed that the co2 alkaline buffer reagent bottle was empty, and wet beneath the reagent bottle. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, which allowed customer to discover that the leak was at the top of the co2 damper. Customer then pushed the fitting downward to stop the alkaline buffer leak. Customer then tested calibration and quality controls, all of which were successful and recovered within acceptable ranges. Onsite service was not required as customer verified instrument performance and confirmed that the instrument leak issue was resolved; therefore, the cts' troubleshooting assistance effectively resolved the instrument issues. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).